Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button became increasingly unresponsive, requiring the user to rely on a charging pad to activate the display, while the device otherwise functioned as intended and blood glucose was unaffected. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or therapy. Investigation included device replacement procedures with user education on data sync and device shutdown prior to return. Investigation of this device was confirmed and revealed a nonfunctional or intermittently responsive user interface button consistent with a hardware failure of the external control component, with no associated alerts or alarms and no effect on glucose control. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the sleep/wake button.